Manufacturer narrative:
A representative slit lamp photo was received from the physician and review indicates the lens was discolored and not considered to have opacification as originally reported. This event is not considered a reportable malfunction as initially reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, there is no indication of an explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two intraocular lenses (iol), implanted in the right and left eye of the same female patient, had cloudy appearance. The cloudiness was not noted post-operatively but the surgeon believes that it may have been an oversight. Reportedly everything seems fine with the patient. Two reports will be submitted. This is 2 of 2.

Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review, and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.